Event description:
The consumer reported that the "call your doctor" screen and an unknown error code were displayed on the patient programmer on (B)(6) 2016. The patient was not able to catch the code. The patient turned his stimulation off and recharged the implantable neurostimulator (ins) all the way up. When the patient turned the stimulation on this morning, he did not feel stimulation until he turned up to about "threes" volts. The patient's health care professional (hcp) told him she should be about 2.8v. The patient used the patient programmer again and no code came up. The patient raised the stimulation to 2.5v and he was able to feel stimulation. The patient thought that something was not right and he was going to turn it down to 0v and off. The patient felt stimulation if he turned it way up. The patient had a lot of pain on (B)(6) 2016. The patient used the therapy pretty often and he needed his therapy. The patient was implanted for the foot and he could use it in his leg. The patient's leg going into his foot was really on fire and there was not much he could do except taking some aspirin. The patient noted this was a sudden change in therapy. Indications for use include other chronic/intract pain (trunk/limbs).

Event description:
Additional information was received from the consumer on 09-may-2016 regarding steps taken to resolve the issues of needing to turn up stimulation higher to feel it and pain felt in the leg down to the foot. The consumer reported that the patient had changed the setting on the patient programmer; the patient still had problems with pain on the left side of the left foot. When the patient put the antenna over the implantable neurostimulator (ins) to turn it on and ¿raise power,¿ it still hesitated as it ¿raised power;¿ this was still a concern for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.